Event description:
Received info stating customer repeated a load process after filling the cannula, because the customer had not filled the entire amount needed. During the fill tubing step, the customer filled 26.2u of insulin while connected to the site (body). The customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a follow up MDR will be submitted. Per the t:slim user guide: "warning: never fill the infusion set tubing while the tubing is connected to your body. Filing the tubing while it is connected to your body can result in the unintended delivery of insulin."